Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was initially reported on medwatch # mw5041873 "gastrostomy tube placed. Procedure uneventful. Pt complained of abdominal pain. CT scan showed tube was extraluminal with extravasation of oral contrast into peritoneal cavity. Small amount of air in abdominal cavity." No further information provided. Additional information received from the reporting site on 07/06/2015 stated that the patient death was due to the patient's underlying illness of c. Difficile colitis. The event reported, which is extraluminal placement of the gastrostomy tube, occurred during initial placement of the tube into a new stoma tract, which also used a molnar retention disc, 2-0 prolene suture, and n-butyl cyanoacrylate. The patient complained of abdominal pain almost immediately after the gastrostomy tube was placed. Initial feedings through tube consisted of iron supplements. CT scan showed the tube was extraluminal with extravasation of contrast, and patient underwent exploratory lap with peritoneal washout and replacement of tube was performed. A linear defect was noted in replaced tube and balloon expanded and ruptured.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
During a retrospective review of the complaint file performed on 22 july 2016, it was noted additional information had been received on 6 jul 2015 that the patient had expired. On 7 july 2015 the end user confirmed that the patient's death was likely caused by their underlying illness (c-difficle colitis) and unrelated to the initial reported event.